Event description:
It was reported that when using the bd pyxis¿ medbank tower when user tried to issue a medication, the drawer opened up but the cubie was not open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to cubie failed. A technical support specialist troubleshooted the device and inventory logistics operator (ilo) perform a cycle count, which successfully triggered the cubie to open. The system functioned as intended after the technical support specialist diagnosed the device.